Event description:
It was reported that the lower display of the external pulse generator would not come on, that the liquid crystal display (lcd) was damaged. The generator was returned for service. This was discovered during a routine device check, so no patient involvement was associated with this event.

Event description:
It was reported that the lower display of the external pulse generator would not come on, that the liquid crystal display (lcd) was damaged. The generator was returned for service. This was discovered during a routine device check, so no patient involvement was associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the upper and lower cases were broken and corroded, the battery release was contaminated, the side bail covers and side bails were missing, the ring cover was contaminated, the lead flex cover was corroded, the battery contacts were compressed, the battery drawer was contaminated, and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.